Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. Customer¿s low blood glucose level was 46 mg/dl. Insulin pump had a critical pump error alarm. Insulin pump was exposed to moisture. It was unknown if insulin pump was on auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.